Event description:
The complainant reported that during preparation of performing a therapeutic procedure, the clinicians tested the device. During that testing a black 5 cm piece of the sleeve became loose off the catheter. The clinicians then obtained a second device, but a 5 cm piece of the device also became loose. Please reference medwatch report 6000122-2005-00015. The physician then obtained a third device, but that device also exhibited the same problem. The clinicians then obtained a fourth device and successfully completed the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.